Event description:
The hub of the sheath disconnected from the device when the physician was pulling/deploying the angio seal. The sales rep instructed the physician to pull the sheath back to the device and the deployment was completed.